Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system mini tray failed and unable to be opened. A field service engineer (fse) found that the mini drawer was functional but stuck due to medications having shifted over the pocket dividers and rubbing against the top of the drawer, creating friction. The medications were removed and correctly repositioned, restoring normal drawer movement. The unit was tested using the hardware test application (hta), with all mini module drawers, especially drawer 4.10, verified as functioning properly. After rebooting the station, full height drawer 6 showed random pocket failures. Upon inspection, debris including plastic fragments, old rubber bands, and powder residue (likely from a past medication spill) was found throughout the drawer, affecting row board and pocket connections. All cubies and components were manually removed, thoroughly cleaned, and individually inspected. The drawer was reassembled step-by-step, testing each row board and pocket individually. All status light emitting diodes (leds) indicated proper functionality, and final hta testing confirmed all pockets were working correctly, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, failed mini tray and unable to open the customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.